Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0pnmu, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the therapy had never worked for the patient since implant. Their healthcare professional revised the lead wire because they didn't like the position of the lead since implant. It was noted that they replaced the ins as well. The patient recovered completely from the surgery. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0pnmu, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Cause of the poor lead placement is unknown. Device was removed and left at the surgical center. No further patient complications have been reported as a result of this event.